Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00190.

Event description:
It was reported that the patient's tibial hinge component dislocated from the tibial poly spacer. The patient underwent a revision surgery where the following eleos implants were revised: distal femur axial pin, poly spacer, and tibial hinge component. No additional information has been reported.

Manufacturer narrative:
The patient underwent a revision surgery on (B)(6) 2023 due to the patient's tibial hinge component dislocated from the tibial poly spacer. During the revision surgery, the following eleos implants were revised: poly spacer and tibial hinge component. A review of the work order and sterilization batch release record for the product involved found no indication that the implant dislocation was a result of a manufacturing or sterilization nonconformance. The eleos complaint history record was reviewed, which found seven (7) previous complaints for tibial hinge dislocation. Therefore, a complaint trend was not identified. The root cause of the tibial hinge dislocation could not be determined. Based upon review of the device history records and sterilization records, the investigation concluded that the root cause of the tibial hinge component is most likely not related to the design, manufacturing, and/or sterilization of the component.